Manufacturer narrative:
The event of pain at the ipg site due to the ipg being shallow was reported to abbott. The ipg site was revised resolving the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported the patient experienced pain at the ipg site due to the ipg being shallow. Surgical intervention may be pending to address the issue.

Event description:
It was reported surgical intervention was undertaken on (B)(6) 2021 wherein the ipg site was revised resolving the issue.